Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The physician attempted to place a liberte' 3.50x20mm bare metal stent to the 90% stenosed lesion located in the noncalcified proximal right coronary artery (rca), but was unable to cross the lesion. Upon removal of the device, it was noted that the stent edge was flared. No pt injuries or complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.